Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts are in progress requesting this information. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath air was seen during aspiration. After the ablation catheter was introduced into the sheath aspiration was performed and air was taken in through the sheath at this point. Multiple aspirations were performed and the syringe was carefully checked. The procedure was completed with no patient complications. The sheath is expected to be returned for analysis.